Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, while creating the end to end anastomosis, the surgeon struggled to remove the device from the patient after firing and subsequent tilting of the anvil. Surgeon was able to remove the device after wiggling it. Staple line was extremely low in the pelvis, so tissue prevented surgeon from seeing what specifically caused the issue. The case was completed as normal. There was no patient injury.